Event description:
It was reported that one device was about to be used during a low anterior resection. It was reported by the affiliate that the cdh29 instrument was opened from the package and presented to the or field. Upon inspection it was identified that the staples were sticking out (protruding). The device was not used and a new device was used to complete the case. There was no consequence to the pt.